Event description:
The complaint was reported by a distributor and not from customer site. The following was reported: ¿we have a cardiohelp maquet sn:(B)(4) which does not charge. We have changed the fuses next to the power point but it still won't charge. Both batteries were changed, which does not solve the failure. As well as the power supply seems to be not working." No harm to any person has been reported. Complaint number: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair . The power supply unit was replaced. The power supply unit was requested for further investigation on 2022-10-18.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported by distributer that the cardiohelp does not charge. A getinge field service technician (fst) was sent for investigation and repair. The power supply unit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective power supply was returned to manufacturer for further investigation. The power supply unit was investigated by getinge life-cycle-engineering on 2023-03-03: according to the failure description it was not possible to charge the ch batteries with mains voltage and the failure could be narrowed down to the power supply. The investigation showed that the power supply does not have any voltage output. No damage of the component could be found, therefore no further details on the exact root cause can be determined. The component is an externally supplied element. The cardiohelp system has a redundant power supply using external (ac/dc) power supply and batteries. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. According to the instruction for use (cardiohelp system, chapter 3.7.3 power supply status) the power supply status is always displayed on the touch screen and furthermore (cardiohelp system, chapter 5.4 ¿function test¿) it is stated that the device has to be checked before every use and the device should only be used with full and correct calibrated accumulators. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2023-02-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "cardiohelp does not charge" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (time frame from (B)(6) 2021 till (B)(6) 2022). The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if relevant information becomes available, the complaint will be re-opened and further investigation steps will be initiated.